Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that while in use on a patient, an 840 ventilator shut down. The patient was removed from the ventilator and transferred to an alternate ventilator. The patient was not harmed or injured as a result of the event. It was reported that there was no error code. It was reported that the power switch's contact had an issue.